Event description:
It was reported that patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2014 due to loosening. The acetabular cup and femoral stem were removed and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.